Event description:
Power on reset parameters, premature depletion. Eol message, with 'hvb impedance > 200' ; battery voltage dropped from 1.62v to 1.26v in six months. Returned; more than 127 pors, due to low battery; premature depletion, hvb impedance > 200 ohms.. Std shows batt depl